Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: during testing of this drill, the reported problem was unable to be confirmed. The device functioned to temperature specification. Further investigation found the toilet grippers worn. In addition, conmed linvatec's repair history shows the last date of repair in 2005. The instruction manual for this device informs the user: continually check all parts of the instrument and its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. In addition, the recommended service interval for this handpiece is every 12 months and the associated bur guards are every 6 months.

Event description:
It was reported that this bur guard got hot during a wisdom tooth extraction and resulted in a burn to the patient's right lower lip. A cool compress and antibiotic ointment was applied to patient's lip prior to discharge home. The patient's current status is unknown.